Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was concerns of premature battery depletion on the cardiac resynchronization therapy defibrillator (crt-d). It was noted this may have been due to high left ventricular (lv) lead threshold. The device was reprogrammed and later explanted and replaced. No intervention was done regarding the lv lead and it remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.